Event description:
Pt had penile implant placed 1/95 at another hosp. Implant was removed in june due to infection. Admitted for insertion of penile prosthesis on 10/6/95. On 10/9/95 it was noted pt had blistering at the glans penis; 10/10/95 penile prosthesis was visible through the glans penis on the right. Pt returned to or for removal of prosthesis.